Manufacturer narrative:
The subject test strips have been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. The meter has also been returned to lifescan. However, at this time the evaluation of the meter has not been completed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510 (k) # of the one touch verio test strips is k093745.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the reporter/pharmacy contacted lifescan (B)(4) alleging that a one touch verio pro meter read inaccurately high compared to another meter. The pharmacy reported blood glucose results of "205 mg/dl" with a lifescan meter and "135 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The pharmacy did not allege any harm or injury because of the reported issue. The meter and test strips were replaced.